Event description:
On (B)(6) 2013, it was reported that an AED was deployed for a rescue attempt and that after the pads were placed on the pt, the device powered off. It was reported that the pt was not resuscitated.

Manufacturer narrative:
Method: the electronic history file from the actual device involved in the incident was evaluated. The actual device was not returned. The investigation determined that the end customer believes that the user may have powered off the device. Review of the device's electronic history file indicates that the device was powered off in an orderly manner, indicating that the device performed as designed and that the user powered off the device, possibly inadvertently. Based on these findings, this MDR is being filed for operator error.